Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2017, at 7 am. The patient reported that he obtained inaccurate blood glucose results of ¿138 and 56 mg/dl¿. The results were obtained greater than 20 minutes apart. The patient reported that he manages his diabetes using insulin (no adjustment), and that he made no changes to his normal diabetes management regimen in response to the alleged inaccurate results. The patient reported that at an unknown time after the alleged issue began, he developed symptoms of ¿shaky¿, which he self-treated with consuming food and drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.